Event description:
The distributor contacted animas alleging that the pump was unresponsive to button presses.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast up, and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up and down arrow button contacts were misaligned.